Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms were not available for review. Therefore, the cause of the acute tamponade could not be determined with the info received.

Event description:
According to the info received, the pt had an 18mm amplatzer device placed in a moderate size atrial septal defect in 2007. The case was uncomplicated. Approximately one hour after leaving the catheterization laboratory, the pt presented with nausea, emesis, seizure like movements and cardiac arrest. The event was witnessed, and the presumption was made that she had developed acute tamponade. The fluid was drained quickly, several hundred cc's of frank blood was removed from the pericardium, the pt was stabilized and brought to the operating room shortly thereafter for repair and device removal. The pt recovered uneventfully, with a normal neurological examination.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.